Event description:
It was reported that during a right hemi thyroidectomy procedure, the buttons and shaft were getting hot within ten minutes of use. Five minutes later, generator was displaying error code to relieve blade pressure. Surgeon relaxed pressure, but generator continued to display same error code until it occurred upon every activation. Case completed with standard bipolar instead to finish the case. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m90d3d. Thermal damage to shrouds the device was returned in good visual conditions. The device was tested with both generators and was functional. The instrument was disassembled and it was found to have thermal damage at the shrouds. This damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation at the interface with the blade and the handpiece. When the instrument is not properly attached to the hand piece, it is possible to fail the pre-run test, resulting in an alert screen. However, this was not seen during our testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.